Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was taken 2 years ago where the system was explanted to address the issue.

Manufacturer narrative:
The date of explant is unknown. Further information requested regarding device information, not yet received. During processing of this complaint, attempts were made to obtain complete patient information. (Weight).